Event description:
The customer reported that she had changed the infusion set this morning and the battery alarm went off. Customer stated that the pump has a black circle but the battery is full. When the customer hits the act button, she receives an unexpected restart alarm. Customer's blood glucose was 139 mg/dl at the time of the incident. Customer stated that she noticed the low battery warning but ignored it because she was at church. Customer changed the battery when she got home and it started to count down. Customer was asked to program the time and date again. Customer stated that the pump has never asked her to change the time and date after a battery change. Customer had an unexpected restart alarm, external ram error alarms, and low battery alerts in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that she sees black lines going through the battery and reservoir icon. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.